Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It is reported that during a tfn procedure on (B)(6) 2013, as surgeon was inserting the helical blade into the nail, the blade stopped. X-rays showed that the blade was hitting the wrong portion of the nail. The blade would not go into the center hole of the nail. Also, when surgeon attempted to remove the nail, the nail would not disengage from the aiming arm. At that point, the surgeon removed all hardware and started over what a new set of instruments and implants. This issue caused surgery to extend an additional 20 minutes. This is 5 of 8 reports for this event.

Manufacturer narrative:
Device is used for treatment, not diagnosis. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. There were 2 mrr's : one mrr for faded etch, originally dispositioned as scrap then changed to rework under second mrr. Second mrr was written for faded etch and nicks. All parts were reworked and inspected 100% for etch and visual nonconformities. Thirty (30) parts were scrapped during the rework process. All other records indicate the product was manufactured to specifications. The complaint condition could not be replicated during this evaluation. The returned insertion handle, aiming arm, blade guide sleeve, tfn, and helical blade inserter were assembled with known good parts of the construct and enabled an adequate construct during this evaluation. The helical blade aligned with and passed through the tfn hole as intended. The design is adequate for its intended use and did not contribute to this complaint condition.